Manufacturer narrative:
(B)(4). Date sent to FDA: 07/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Unknown. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Unknown. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No feedback after 3 attempts for sample returning follow up.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2021 and suture was used. The problem of pulling off suture needle had occurred. The case was completed using a new like device and there were no patient consequences reported. Additional information was requested.